Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified acinetobacter as moraxella spp, alcaligenes faecalis, or could not identify the organism at all. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "the team does not give the corresponding identifications, known strains of acinetobacter identify them as moraxella spp, alcaligenes faecalis or cannot identify them"

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified acinetobacter as moraxella spp, alcaligenes faecalis, or could not identify the organism at all. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "the team does not give the corresponding identifications, known strains of acinetobacter identify them as moraxella spp, alcaligenes faecalis or cannot identify them".

Manufacturer narrative:
H6: investigation summary: a qc (quality control) failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that qc strains of acinetobacter were either identified as moraxella spp or alcaligenes faecalis, or they were unable to be identified at all. Bd remote services communicated with the customer to investigate, and determined that the instrument software was out of date. This investigation continued with a further occurrence under case (B)(4). Both instances were attributed to the software, as the update had not occurred prior to the further case. Following the decision to update the software, no further occurrences were reported. The root cause could not be definitively confirmed. As no further actions other than the software update were identified for this failure mode, this is an unconfirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Review of service history for this instrument revealed no other related cases other than those already described. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.